Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s pharmacist), contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the meter had been reading inaccurately for about 3 months prior to contacting lfs. She reported that around (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of ¿140 mg/dl¿ on the subject meter compared to ¿120 mg/dl¿ on an unknown competitor¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin, which he self-adjusts. The pharmacist reported that also around (B)(6) 2018, the patient had increased his insulin dose by 2 or 3 units. She indicated that also around (B)(6) 2018, the patient developed symptoms of ¿weakness, sweat, tired and heavy eyes¿. She reported that the patient self-treated his symptoms by consuming food/drink. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The reporter was unable to say if the test strips had been stored correctly in an intact vial. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Weakness, sweat, tired and heavy eyes, after obtaining an alleged inaccurate high result on the subject meter and administering increased insulin.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.